Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. The implantable cardioverter defibrillator went into backup vvi during an MRI. High voltage therapy disabled because there was a power-on reset. A device restoration was performed successfully. The patient will continue with regular follow-up.